Event description:
The customer reported via phone call that he had a no delivery alarm. Customer stated that he had a high sugar meal and ate a lot. Customer stated that only 2.35 units out 5 units were received and there was a no delivery alarm. Customer had the issue occur several times on the same set. Customer's blood glucose tested at 318 mg/dl. Customer performed a 5.0 unit fixed prime and the insulin did exit. Customer stated that the cannula was not bent. Customer stated that it looks straight and there's no blood in it. Customer was explained that the site may have been occluded. Customer was advised to change the entire infusion set and return the set for analysis. Customer will have a replacement sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.